Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 21 mg/dl. The customer's husband stated that the customer had had a high blood glucose reading of 221 mg/dl prior to the event, and when she woke up, she experienced the low. Paramedics were called, and the customer was transported to the hospital. She also experienced a high blood glucose reading of 428 mg/dl, which was treated with a manual injection. The customer requested assistance with rewinding the insulin pump. Nothing further reported.